Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the hospital with his ICD emitting beeping tones. It was reported that device interrogation revealed that the device's battery status was between eri (elective replacement indicator) and eol (end of life). It was further noted that the battery monitoring voltage has decreased from 3.03v, at the last device check (approximately 6 months previously), to 2.83v with a charge time of 23 seconds. It was noted that the product update on charge time during mol (middle of life) was communicated with the customers and a decision was made to replace the device as soon as possible.